Event description:
Perforation in catheter lumen noticed 2-3 cm from the distal tip of the catheter while trying to inject embolic material into the avm nidus. The catheter was removed and case continued successfully with a new catheter.